Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she needed assistance programming the insulin pump. The blood glucose reading was not given. She also received a check settings alarm. Nothing further was reported.